Event description:
Complainant alleged that during biomed testing the device was not able to obtain ECG signal and displayed "defib fault 72", "pacer disabled", "pacer fault 116", "defib disabled", defib fault 72",and "poor pad contact" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.